Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the distal cover likely fell off the scope due to the following: 1. A slight crack was formed in the rear end of the distal cover due to a load that crushed the distal cover during storage. The customer attached it to the scope as it was, and the distal cover was damaged by the load during use, and the distal cover easily came off from the scope. 2. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes additional information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: there were no anti-fog agents applied to the scope lens, nor chemicals used during the procedure that could have adhered to the tip of the scope or the distal cover. In addition, it was confirmed that after attaching the distal cover to the scope, no damage was observed. Once the distal cover was applied to the scope, it was pulled and twisted to ensure it did not come off the scope. It was also confirmed that the distal cover was pushed firmly until the hook of the distal ring was fully visible within the distal cover opening.

Event description:
An olympus representative reported to olympus on behalf of the customer that the single use distal cover broke off from the evis exera iii duodenovideoscope in the patient's esophagus when taking out the scope during an endoscopic retrograde cholangiopancreatography procedure. The cover was retrieved with a raptor grasper and a gif scope. The procedure was not prolonged and was completed with the same device. There were no anatomical challenges noted that contributed to the distal cap coming off. The patient did not receive any additional medical or surgical intervention and was discharged the same day. This event is reported under the following patient identifiers: (B)(6)- single use distal cover. (B)(6)- evis exera iii duodenovideoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00161.